Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their bottom teeth have extra spaces that were not in the treatment plan. Their upper front teeth are not on the same level, one tooth is higher than the other and there are gaps that should be closed. Possible intrusion on #8.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.